Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their battery was shocking them. There were no known contributing factors. An impedance check had been completed by np in (B)(6) of 2019 at the physician's practice. Impedance check and fluro conducted just prior to surgery to determine the lead was not damaged and working properly. The battery was removed and replaced with a new battery. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed that no significant anomaly and the ins passed functional testing. If information is provided in the future, a supplemental report will be issued.